Event description:
Event description boston scientific crm received information that following pocket closure at the implant procedure, this left ventricular lead exhibited impedance measurements greater than 2500 ohms and loss of capture. The patient was redraped and the pocket reopened. The lead to device connections were checked, and the lead was found to not be fully inserted and the distal setscrew to be stuck in the down position. The setscrew eventually released with troubleshooting. Once the lead was reinserted and both setscrews tightened appropriatley, normal impedance and capture were noted. The lead also had high thresholds for the only configuration the it was tested in. No adverse patient effects were reported.